Event description:
Event description cpi received information that after the patient was induced into ventricular fibrillation during the implant procedure. The implantable cardioverter defibrillator (ICD) did not detect the induced rhythm and did not charge. However, ventricular fibrillation was indicated by the event markers on the rate electrogram. A stat shock was delivered and the patient was rescued. The programmer screen displayed tachy mode as 'off' after the induction. Two previous inductions were cut short even though the 'fib high' induction button was held down on the programmer. The change report at the end of the induction session noted: storage to off to monitor + therapy. Two successful inductions/detections were performed after this and the ICD was implanted.